Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and met functional specifications. Dark grey substance, e.g battery acid, was observed inside the battery compartment. Internally no burning, melting or charring were observed. Additional testing confirmed that batteries may leak when the upper middle battery is placed incorrectly, with the positive and negative end reversed.

Event description:
Customer contacted ameda, inc. On (B)(6) 2017 to report using her purely yours ultra breast pump on battery power the morning of (B)(6) 2017 and felt the pump had lower suction and power than previously. She completed pumping then opened the battery compartment to find dark fluid leaking from the batteries. She reports minimal contact with the fluid when she wiped out the compartment. She reports very mild tingling of her fingers that touched the dried battery acid but denied burns, injury, blisters or redness. A replacement purely yours ultra breast pump was shipped overnight to the customer.